Event description:
It was reported by the rep that the device was used during colectomy, it was reported the linear cutter dislodged only one set of staples and cut down the middle. Only one side was stapled. The procedure was completed with a separate tlc75. There was no consequence to the pt.